Manufacturer narrative:
H.6. Investigation: customer returned (5) open 4mm, 32g pen needles without the tear drop label or inner shield. Customer states that the pen needles were bending when she injected her insulin and that she was able to remove the needle from the pen cap holding the needle in place. All returned pen needles were examined and all exhibited a bent patient end of the cannula. However, no sample exhibited a separated cannula. All samples were able to securely attached and easily detach from a pen without any observed defects. Unable to perform DHR check due to an unknown lot number for pen needle bending during use & separates. Confirmed: bd was able to duplicate or confirm the customer¿s indicated failure (bent patient end of the cannula). Unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure (separates). User error. No evidence of manufacturing related issues were observed on the returned samples. H3 other text : see h.10.

Event description:
Material no: 320122, batch no: unknown. It was reported that during use of the bd ultra-fine¿ nano¿ pen needles 4mm (5/32¿) 32g the consumer stated that her bd nano pen needles were bending when she injected her insulin and that she was unable to remove the needle from the pen cap holding the needle in place. I recently had a patient who said her bd nano pen needles were bending when she injected her insulin and that she was not able to remove the needle from the pen cap holding the needle in place.

Manufacturer narrative:
Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Unable to perform DHR review due to an unknown lot number.

Event description:
Material no: 320122. Batch no: unknown. It was reported that during use of the bd ultra-fine¿ nano¿ pen needles 4mm (5/32¿) 32g the consumer stated that her bd nano pen needles were bending when she injected her insulin and that she was unable to remove the needle from the pen cap holding the needle in place. I recently had a patient who said her bd nano pen needles were bending when she injected her insulin and that she was not able to remove the needle from the pen cap holding the needle in place.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
Material no: 320122, batch no: unknown. It was reported that during use of the bd ultra-fine¿ nano¿ pen needles 4mm (5/32¿) 32g the consumer stated that her bd nano pen needles were bending when she injected her insulin and that she was unable to remove the needle from the pen cap holding the needle in place. I recently had a patient who said her bd nano pen needles were bending when she injected her insulin and that she was not able to remove the needle from the pen cap holding the needle in place.